Manufacturer narrative:
The genesis on amiia did not deploy as the physician couldn¿t inflate the balloon. According to the physician, it seemed some contrast media leaked out and s/he assumed that the balloon may have ruptured. The device was replaced with a new non cordis stent and the procedure was completed successfully. A genesis on amiia was advanced with a guidewire to deliver to the lesion. Then the physician attempted to deploy the stent. However the pressure would not rise and could not deploy the stent. The target lesion was the renal artery. The patient¿s vessel level of tortuosity and calcification is unknown. The rate of stenosis is unknown. The device prepped normally. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. No other information was received. The product was not returned for analysis. A device history record (DHR) review of lot 17080595 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage - during positive pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event as calcification may cause damage to a balloon catheter. According to the instructions for use ¿contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Prior to stenting, the palmaz genesis peripheral stent on cordis amiia .014" delivery system should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Should any resistance be felt at any time during advancement or removal of the stent delivery system pre-stent implantation and before full exposure of the stent, carefully attempt to pull the unexpanded stent delivery system back through the sheath introducer/guiding catheter. If resistance is felt in doing so, the delivery system must be removed as a single unit. When removing the delivery system as a single unit: do not retract the delivery system into the sheath introducer/guiding catheter. Position the proximal balloon marker just distal to the tip of the sheath introducer/guiding catheter. Advance the guidewire into the anatomy as far distally as safely possible. Secure the stent delivery system to the sheath introducer/guiding catheter; then remove the sheath introducer/guiding catheter and stent delivery system as a single unit. Failure to follow these steps and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or stent delivery system components such as the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
It was reported that the genesis on amiia did not deploy as the physician couldn¿t inflate the balloon. According to the physician, it seemed some contrast media leaked out and s/he assumed that the balloon have ruptured. The device was replaced with a new non cordis stent and the procedure was completed successfully. A genesis on amiia was advanced with a guidewire to deliver to the lesion. Then the physician attempted to deploy the stent. However the pressure would not rise and could not deploy the stent. The target lesion was the renal artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The device prep normally. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. The product was clinically used and will not be returned for analysis. No other information was received.